Manufacturer narrative:
(B)(4). A2. Mean age of 45.9 ± 5.56 years at time of surgery. D6a. Implant date between (B)(6) 2013, and (B)(6) 2021. G2: foreign - event occurred in china. Literature - three-years comparative outcomes of s-rom versus wagner cone prostheses in total hip arthroplasty with subtrochanteric osteotomy for crowe IV hip dysplasia. Kunhao wang, tao zhang, ruiyang xia, jiankai wang, wenbo wang. Arch orthop trauma surg 145, 525 (2025). Https://doi.org/10.1007/s00402-025-06137-8. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
A journal article was obtained on 04-mar-2026 that reported a retrospective study from china. The purpose of the study was to determine whether s-rom modular stems (depuy) or wagner cone stems provide better safety, technical performance, and functional outcomes in total hip arthroplasty with subtrochanteric osteotomy for patients with crowe¿IV developmental dysplasia of the hip. The study reviewed 68 patients (75 hips) with crowe¿IV developmental dysplasia of the hip who underwent total hip arthroplasty combined with subtrochanteric osteotomy between 2013 and 2021, comparing outcomes between those receiving s-rom modular stems (36 patients, 38 hips) and wagner cone stems (32 patients, 37 hips). Prosthesis choice was determined by preoperative imaging and real-time intraoperative assessment to ensure consistent decision-making and reduce selection bias. All surgeries were performed by a highly experienced joint-replacement team, were done under standardized general anesthesia, the femoral canal was then prepared, and prosthesis selection¿s-rom or wagner cone¿was made intraoperatively based on femoral morphology and bone quality. Modular s-rom stems were favored for severe deformity or narrow canals, whereas wagner cone stems were used when the canal was straighter and implantation more straightforward. The study population for wagner cone stems had a mean age of 45.9 ± 5.56 years at time of surgery; (number of 17 males/ 15 females). Follow-up assessments at 1 month, 3 months, 6 months, 1 year, 2 years, and 3 years included x-ray analy¬sis (to evaluate prosthesis stability, osteotomy healing, and alignment), hhs, vas for pain, and clinical evaluation of range of motion and gait. The article reported 4 patients within the wagner cone stems group with osteotomies that did not meet clinical healing standards. Diligence is completed and no further information on the reported event has been provided.